Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015 on trial patient's behalf to report that on (B)(6) 2015 the receiver displayed a hardware error. At the time of contact, no injury or medical intervention was reported.